Manufacturer narrative:
This initial medical device report (MDR) is being submitted late due to a retrospective review conducted through CAPA 10308384. The delay in submitting this MDR is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. As recommended, we have included the CAPA reference for the retrospective review in the additional manufacturer narrative section. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient's name was showing red, and the user was unable to dispense medication for patient. A technical support specialist requested more details from customer, but they confirmed that the patient had been discharged, and the issue didn't appear for other patients. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer when using bd pyxis¿ anesthesia station es that the patient's name was showing red and cannot see the medication details to administer the medication to patient. A customer has reported that a user was unable to dispense medication due to a malfunction. There were no adverse events or injuries reported based on this event.